Manufacturer narrative:
After battery installation, unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. After further inspection of the unit's interior, there were traces of corrosion on the battery connectors, and on the connector between electrical board 2 and electrical board 1. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and the keypad was unresponsive. The customer¿s blood glucose level was 125 mg/dl. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Customer stated during troubleshooting that the insulin pump was exposed to moisture and had a crack on the back of casing. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.